Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at routine follow up this patient's ejection fraction was found to be reduced. Left ventricular (lv) lead output was noted to be programmed only marginally greater than the measured capture threshold due to a history of phrenic nerve stimulation (pns) and was sub-threshold at the time of follow up. Lv output was increased and provocation testing performed; no pns was observed. The patient was subsequently sent for an x-ray which indicated the lv lead had dislodged slightly. The lv pacing vector was reprogrammed and a lower pacing threshold obtained; lv output was decreased accordingly and no further instances of pns were observed. This patient will continue with normal follow up. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
.

Event description:
Additional information was received indicating lv pacing thresholds continue to vary resulting in occasional loss of capture. Lv pacing output was increased and the patient's following physician recommended they undergo revision at some point in the future. No change in patient condition or other adverse effects were reported. This lead remains in service.